Event description:
Boston scientific received information that that this the left ventricular (lv) lead was replaced due to dislodgement. There were no additional adverse patient effects.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.